Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) up to 400 mg/dl. Customer addressed elevated bg with manual injections. The customer alleged that the pump motor is "not pushing insulin through as strong as it used to". At the time of the report, the customer delivered a bolus while disconnected and verified seeing drops exit the end of the tubing. Tandem technical support advised if there was an issue with the motor, a malfunction alarm would occur. The customer acknowledged; however, maintained there is an issue with the pump motor. The customer reverted to manual injections and an alternate tandem pump.